Manufacturer narrative:
The bipap a40 pro (gbx3100s19) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623. The reported failure of ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. A field action was initiated with record ID fsn 2023-cc-src-039 and consisted of a field safety notice. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
A bipap a40 pro UK device was returned to a third-party service center for service. There were no reports of harm or injury, and the device was not reported to be in patient use at the time of the event. During the evaluation, the service technician identified a ventilator inoperative error in the device's event log. The error was related to a condition in which the difference between the blower pressure sensor reading and the outlet pressure sensor reading reached 10 cmh2o or greater for 5 seconds. This issue is associated with fsn 2023-cc-src-039, which addresses potential interruptions or loss of therapy due to a ventilation inoperative alarm. There was no documentation indicating which component would be required to correct the inoperative error. The device was rendered inoperable and disposed of in accordance with the field corrective procedure.